Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a scd controller. The customer states that the main cable is damaged with copper wire exposed. No patient harm or involvement.

Manufacturer narrative:
Submit date: 03-14-2017. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged power cord with exposed copper wire was found during evaluation. Therefore, this report will be based on information provided by the technical center. The scd controller was evaluated and the customer reported issue was confirmed; the copper wires on the cord were found to be exposed. The cause of the reported condition for the damaged power cord is due to the cord being cut. The power cord is to be replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd controller was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.